Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had "severe comfort issues" and developed a skin irritation from the lifevest. The irritation was described as lifevest "pieces digging into to skin, leaving marks, and red irritation." The patient is prone to skin irritations. The patient refused to wear the lifevest, so the nursing home sent the patient to the hospital. The patient's physician allowed the patient to end use due to the patient refusing to wear the lifevest because of comfort issues. The patient was scheduled to receive ICD while at the hospital. Follow up indicated that the skin irritation is improving.